Event description:
It was reported that during the implant procedure, the patient had strong diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was removed and replaced with a different lv lead model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.